Event description:
It was reported that the right ventricular lead perforated resulting in surgical intervention. After blood was drained from the pericardium, a pericardial window was performed. The lead was then repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.